Event description:
Sales rep confirmed that two anchors were affected and that the anchors were left in the pt without any suture.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).